Event description:
It was reported that the patient presented remotely via merlin.net and inappropriate anti-tachycardia pacing (atp) was delivered. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. Chest x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.